Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect - impact code): f15.

Event description:
Patient reported rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.